Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with pocket erosion. The device was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).